Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed with the expected number of pulses during priming. No timeouts or drive stalls were observed in the pod data. No damages to the environmental seal or bottom housing were observed. No damages or deficiencies to the needle mechanism were observed that could have resulted in a needle mechanism failure. The needle mechanism was manually reset to a non-deployed state, and then redeployed using the lock and load fixture. The needle mechanism was observed to deploy as intended. Despite no damage being found, the exact timing of the cannula deployment could not be determined. The cause of the reported needle mechanism failure could not be determined.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Smartphone operating system: 18.5. Smartphone hardware: iphone13.2. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient found needle had deployed early indicating a needle mechanism failure.